Manufacturer narrative:
The monitor returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned monitor had been impacted on the right side shattering the display. The monitor was not usable as it. The surgeon monitor cable was returned to the manufacturer unused. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the surgeon monitor on the system has become really dark. The manufacturer representative (rep) stated that the imaging system's images that were transferred to the navigation system's monitor were dark. The rep stated that it was not the images that the imaging system took that were dark, but that it was the functionality of the monitor that was not working causing the images to be dark. The rep also stated that they used a different monitor to look at the images and the images were clear and not dark. The rep requested a cable and a monitor to be replaced because it was not clear what was causing the issue. The rep stated that the monitor was replaced, and the cable was not replaced. No patient was present at the time of the event.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the monitor was replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the surgeon monitor on the system has become really dark. The manufacturer representative (rep) stated that the imaging system's images that were transferred to the navigation system's monitor were dark. The rep stated that it was not the images that the imaging system took that were dark, but that it was the functionality of the monitor that was not working causing the images to be dark. The rep also stated that they used a different monitor to look at the images and the images were clear and not dark. The rep requested a cable and a monitor to be replaced because it was not clear what was causing the issue. The rep stated that the monitor was replaced, and the cable was not replaced. No patient was present at the time of the event.